Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 280 mg/dl and insulin injections were used to address the bg level. The customer disconnected from the pump and was using insulin injections to manage diabetes. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and insulin was observed exiting from the tubing with no alarms.